Event description:
It was reported that the patient had a full system explant due to an infection at the surgical site and lumbar region. Other patient symptoms associated with this event included swelling, redness, and fever. There was no alleged product issue, and diagnostic testing or troubleshooting was not performed or required. The patient was taken to the operating room, cultures from the device pocket and lead location were taken, and the wound was drained and debrided. The culture source was not determined at the initial time of report. The onset of infection was unknown, and antibiotic treatment was needed as medical intervention. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(6); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).